Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the troubleshooting was performed for the pump error alarm and they were able to clear the alarm, but did not receive request to rewind the insulin pump. The customer stated that they were able to clear the alarm, but unable to complete the rewind. The customer reports the insulin pump had audio vibrate anomaly. Customer reports they did hear beeps when audio volume settings were saved. The customer also reported that insulin pump gives the failed battery test alarm. The self test was performed, but it did not passed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. No failed battery alarm during testing. Hardware low level failures confirmed in the pump history due to broken trace.